Event description:
Smj#cfff089. When administering medical fluid ("blincyto" provided by astellas pharma inc.) At home, the patient noticed the fluid was leaking from the air vent part of the filter. No patient injury.

Manufacturer narrative:
Other, other text: one tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Sample underwent functional testing and leakage was detected in filter. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joins are properly adhered; no discrepancies were detected. The customer response was noted to be confirmed and the problem source was determined to be manufacturing.

Event description:
Smj#cfff089. When administering medical fluid ("blincyto" provided by astellas pharma inc.) At home, the patient noticed the fluid was leaking from the air vent part of the filter. No patient injury.

Manufacturer narrative:
Corrected data: one cadd extension set was returned for evaluation.

Event description:
It was reported that when administering medical fluid ("blincyto" provided by (B)(6) at home, the patient noticed the fluid was leaking from the air vent part of the filter. No patient injury.